Event description:
It was reported that this right atrial (ra) lead exhibited fluctuating pace impedance measurements within normal limits that appeared consistent with a known lead-header spring contact interaction. Additional information received reported that this right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).